Event description:
It was reported that the customer received a cartridge message stating "unable to deliver bolus" for an unspecified reason. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.